Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was returned for evaluation.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient went to the hospital due to hyperglycemia. The patient's blood glucose result was 500 mg/dl on an unknown device. The patient was treated with insulin pens. The patient spent the entire afternoon in the emergency room. The infusion device is not expected to be returned for product evaluation.